Event description:
The tip of implant holder broke off in the implant while being inserted into the patient. A second implant was opened in preparation for the initial implant to be removed, but the surgeon decided to proceed with the original implant and leave it insitu. The screws were inserted without further issues and the patient was closed. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Additional evaluation, the tip of the implant holder was received broken off. Unfortunately we are not able to comprehend how the breakage occurred. We do suppose though that too much mechanical force (caudal and cranial direction) has led to this damage. Please note that the instrument is designed for a lateral movement. The broken surface is homogenous which indicates material conformity as well. In conclusion, manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Date received by manufacturer reported incorrectly in initial mw; date is: (B)(4) 2010.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.